Event description:
Fire dept personnel were treating an unresponsive pt. CPR was in progress upon arrival. The device was attached and analysed the pt's ECG rhythm. The device rendered a no shock advised decision. Paramedic's arrived on scene and treatment was transferred at that time. The device was removed from the pt and the paramedic crew's device was used to continue treatment. Following the event, the pt record was reviewed. The reviewer stated that, in their opinion, the pt's ECG rhythm was ventricular fibrillation and that the device should have, in their opinion, advised a shock. The facility has requested the device by examined by mpc.